Event description:
Cell-saver running was on automatic. After wash cycle, the blood returned to reservoir connector instead of the holding bag. The cycle was run again, and the same thing happened again. Machine is being tested through biomedical engineering.